Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/6/2023, it was reported by a sales representative that an ar-9233ag augmented vaultlock broach broke with no further information provided. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm.